Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient fentanyl (200 mcg/ml at 33.05 mcg/day), clonidine (500 mcg/ml at 82.62 mcg/day), and compounded baclofen (400mcg/ml at 66.09 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported a pump motor stall with recovery occurred. The patient experienced no symptoms. The severity of the event was noted as mild. The patient underwent an MRI on (B)(6) 2015. The device was interrogated on (B)(6) 2015 and the motor stalls were found. A motor stall occurred on (B)(6) 2015 with a recovery on the same date. A motor stall occurred on (B)(6) 2015 with a recovery on the same date. A motor stall occurred on (B)(6) 2015 with a recovery on the same date. The cause of the motor stalls was unknown. If additional information is received, a follow-up report will be sent.